Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating on the insertion tube peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter name and address: full establishment name: (B)(6) hospital the subject device has been returned to an olympus repair center for preliminary evaluation and inspection, and the customer's reported problem has been confirmed; pinholes were found on the connecting tube and another tube. The peeling coating of the connecting tube was also confirmed. In addition, the image guide bundle was stained, the light guide bundle was damaged, the light guide lens was discolored, the venting connector under grip was shaved, the connecting and bending tubes were dented, the a-rubber adhesive was detached, and the tube was damaged, not allowing smooth insertion of the channel cleaning brush. The up/down plate, grip, and scope connector cover were scratched. The main body eye piece, diopter ring, control unit, and angulation level were scratched and discolored. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report a repair request for air and/or water leakages with a tracheal intubation fiberscope. During preliminary evaluation and inspection of the returned subject device, the connecting tube¿s coating was found to be peeling. This MDR is being submitted due to the connecting tube¿s peeling coating. No patient or user harm has been reported.